Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the patient was receiving good stimulation after reprogramming. The patient was scheduled for a revision on (B)(6) 2019, but it was canceled, and the physician is not planning on rescheduling as the patient has stage 4 cancer. There were no further complications reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 97715 serial# (B)(4). Implanted: (B)(6) 2019 product type implantable neurostim ulator product ID 977a290 lot# serial# va0t15j038 implanted: (B)(6) 2015. Product type lead product ID 977a290 serial# (B)(4). Implanted: (B)(6) 2015. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the patient had a pocket revision so that she was not sitting on the battery. The patient and doctor opted to change the battery while doing the pocket revision. The patient's battery was dead pre-op and the clinical specialist was unable to read the battery pre-replacement. During the intra-op impedance test the patient's contacts displayed high impedance in the same contacts as previously reported. During post-op, they were able to get coverage where it was needed without using the damaged contacts. The patient stated the coverage feels like it's covering areas needed. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the cause of the high impedances was unknown. They noted that it is unknown if any additional interventions were taken to resolve the issues. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient had bad impedances. The rep reprogrammed stimulation but the issue was not resolved. No patient complications were reported.